Manufacturer narrative:
(B)(4).

Event description:
It was reported by a patient that their hcp ¿would never program a pump for flex bolus because he has heard or had firsthand experience with people overdosing, maybe because of taking additional breakthrough meds along with the bolus¿. No further information was available at the time of this report.